Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the bsv was not moving properly. The fse replaced the bsv actuator, which repaired the leak and the h&h failures. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak at the blood sampling valve (bsv) area of the coulter lh 500 hematology analyzer after running controls. The instrument was giving hemoglobin and hematocrit (h&h) check failures when the leak was noticed. The volume of the leak was about 1 ml. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.